Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with cph2219 - 13, os 2.11.2.111.07, app version 31.10.2024. The low and high glucose alarms did not sound and the customer was not alerted of changes in glucose level. The customer experienced general weakness and was unable to self-treat, requiring sweet drink provided by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Visual inspection was performed on the returned reader and no issues were observed. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly; no failure modes were observed. The sensor was activated with a known good reader. Signal and sound icons were shown as activated. Waited few minutes to ensure that there was no disruption in the bluetooth connection between the devices. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Reader was connected to software and isf (interstitial fluid) command was sent. First 5 ble (bluetooth low energy) packets were successfully received. The blc count and rssi (received signal strength indicator) were present for all packets. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Software investigation: the customer reported missing alarms with freestyle librelink application. The reported issue was investigated and per the abbott diabetes care compatibility guide, the reported configuration of oppo mobile f19 is incompatible with the freestyle librelink application. This guide is available to the user on the websites where the product is launched. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. Sensor investigation: an investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. Section d. Suspected medical device and g4 - PMA/510(k)# has been populated for the freestyle librelink android application as this report concerns a poland customer. This is same/similar to us freestyle libre 2 android application, model number 71857-01. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with oppo mobile f19 phone with android operating system version 13. The low and high glucose alarms did not sound and the customer was not alerted of changes in glucose level. The customer experienced general weakness and was unable to self-treat, requiring sweet drink provided by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.